Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the camera not working was confirmed. Additional issues were identified during the device evaluation: a failed leak test and a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the 4k autoclavable camera head was not working. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was no image issue due to a faulty cable. This report is to capture the reportable malfunction of no image noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a damaged cable contributed to the imaging issue. However, a specific cause of the damaged cable was not established at this time. Olympus will continue to monitor field performance for this device.